Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken assessed, as surgical damage. And missing shell assessed, as inconclusive. Capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: no other observations observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional, additionally reported, left capsular contracture, baker grade I.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: removal & replacement of implants (no additional information provided, healthcare professional stated rupture found during surgery).

Event description:
Healthcare professional reported left side rupture seen during surgery. Device has been explanted and replaced.